Event description:
The patient underwent a revision arthrodesis, as the locking cap on screws s1 (bilateral) came loose. The rods left and right slid out of the head.

Manufacturer narrative:
Lot # - three lot numbers were provided. It is unknown which lot number is associated with the reported complaint device. Lot #s: 7558666; 7574300; 7543063.

Event description:
A device report from synthes (B)(6) provides info from a facility in (B)(4) regarding a revision procedure (unk date); arthrodesis, required due to loosening of rod screws, bilaterally at s1. The rods left and right dropped/slid out of the head (locking caps were still attached). There was no breakage of the implant. Metallosis presence of bilateral region and pseudoarthrosis were noted. This is report #6 of 6 for the same event.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Without a lot number, the device history records review could not be completed.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional information received. Lot #s: a total of 6 locking caps were returned for investigation. Of the 6 locking caps, only 2 were associated with the reported event. It is unknown which lot number corresponds to the 2 locking caps. Lot # 7558666 x 3; lot # 7574300 x 2 ; lot # 7543063 x 1. Investigation coordinated by synthes europe. Report received indicates at s1 both rods slipped and were hitting against the locking cap. It is visible that the rods had to be heavily bent in the sagittal plane to fit the implants (traces on rod indicate bend). According to the traces on the rods and in the saddle, at least the implant with the locking cap 2 might have not been well aligned with the rod, which might explain the slippage of the corresponding rod. When one rod slips, there is a risk for the second rod to slip from overload. The returned device was analyzed for conformance to specifications and a review of the device history record was completed. There were no abnormal findings. No product fault could be detected.